Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that the patient experienced ineffective therapy due to high impedances on one of the left leads. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned and one of the left leads was replaced to address the issue. Therapy was restored post-operatively.